Manufacturer narrative:
One cadd cadd-legacy plus pump was returned for analysis. The customer's reported problem was "delivery accuracy". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log indicated that the pump ran for 40 hours 48 minutes for the most recent infusion. The customer's reported problem of over delivery was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Review of the event log found that the pump was programmed to deliver an infusion of 190ml at a rate of 4.2 ml/hr. Review of the most recent infusion, indicates the pump was started and ran for a period of 40 hours 48 minutes then the pump alarmed for no disposable after which the pump was stopped. Alarm sensors were tested and found functional. A repeat test of the upper stream sensor was found to be functioning intermittently, which could have potentially caused the "no disposable" alarm. The sensor was replaced. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that an infusion pump programmed to run for 46 hours alarmed cassette empty 5 hours early. Patient states that pump went off in the morning at 0600 and kept beeping the patient "shut it off, bag empty". Patient dose was 2400 /m2. Patient bsa 1.86. Dose calculated to be 4464mg of 5fu=89.28cc. Medication was then diluted in 100cc ns for a total volume of 189.28cc. Divided by 46 hours the rate was calculated to go at 4.11cc/hour. Pump was started at 1330 and should have been completed at 1130 two days later. When patient came in he stated the pump alarmed empty at 0600. This is 5 hours premature. No patient injury was associated with this incident.

Manufacturer narrative:
One cadd cadd-legacy plus pump was returned for analysis. The customer's reported problem was "delivery accuracy". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log indicated that the pump ran for 40 hours 48 minutes for the most recent infusion. The customer's reported problem of over delivery was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Review of the event log found that the pump was programmed to deliver an infusion of 190ml at a rate of 4.2 ml/hr. Review of the most recent infusion, indicates the pump was started and ran for a period of 40 hours 48 minutes then the pump alarmed for no disposable after which the pump was stopped. Alarm sensors were tested and found functional. A repeat test of the upper stream sensor was found to be functioning intermittently, which could have potentially caused the "no disposable" alarm. The sensor was replaced. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.